Event description:
It was reported that access system damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was advanced in the was during a left atrial appendage (laa) closure procedure. The closure device was deployed, but needed to be recaptured. After the device was fully recaptured, damage was noted to the distal end and tip of the was. The procedure was aborted. No patient complications were reported.

Event description:
It was reported that access system damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was advanced in the was during a left atrial appendage (laa) closure procedure. The closure device was deployed, but needed to be recaptured. After the device was fully recaptured, damage was noted to the distal end and tip of the was. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Product investigation was completed. Returned product consisted of a bloody watchman access system. The reported event indicates that the was became damaged during recapture, and the analysis of the returned device confirmed tip damage that is consistent with a difficult implant recapture.